Event description:
The facility reported an infusion pump that was running at a rate of 53 ml/hr but was set to run at a rate of 50 ml/hr on channel b. This condition occurred during bio-med testing. There was no pt injury or medical intervention necessary according to the hosp rep. No additional info is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.